Event description:
It was reported that the patient was experiencing difficulty charging the ipg and keeping its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per hospital policy.